Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. The lot # 3000393426 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 co2 would not flow through the blunt tip trocar. A new accessory kit was used to complete the procedure. There was a procedural delay. No adverse events were reported.